Event description:
This case was reported by a consumer and described the occurrence of nausea in a (B)(6)year-old female pt who received polyethylene oxide and sodium carboxymethylcellulose (super poligrip comfort seal strips) strip for product used for unk indication. A physician or other health care professional has not verified this report. Concurrent medications included unk (unspecified medications). On an unk date, the pt started polyethylene oxide and sodium carboxymethylcellulose (unk) at unk dosing. At an unk time after starting polyethylene oxide and sodium carboxymethylcellulose, the pt experienced nausea, strange feeling in mouth, weakness, could not walk due to weakness, bladder infection, after taste, sick, and product complaint. The pt was hospitalized. The pt was treated with intravenous fluid(s) (IV fluids) and antibiotics (unk antibiotics). Treatment with polyethylene oxide and sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were resolved. Sae reported on (B)(6) 2013: pt's daughter reported that her mother used the super poligrip strips about a week before she was admitted into the hospital. She stated that her mother only used the product twice. She reported product complaint with the strips because the product foamed up in her mother's mouth the first time she used it. She stated that the product made her sick at her stomach. She reported her mother had a taste in her mouth from the product and her mouth felt funny. She stated that her mother was taken to the hospital by ambulance (B)(6) 2013 because she was experiencing weakness. She stated that she could not walk because she was so weak. She was admitted about 2 or 2:30 pm. The caller stated that her mother had tests done in the hospital but would not state what tests were performed. The pt was diagnosed with a bladder infection while she was in the hospital and was treated with IV fluids and antibiotics. She stated that the doctors could not figure out what caused the bladder infection. The pt's daughter believes that the product caused her mother's bladder infection. She stated that the foam got into her mouth and it was what had made her mother sick. She stated that she talked to the nurse at the hospital and the nurse told her that there are things you can eat or do that can cause a bladder infection. The caller reported that she brought her mother home monday, (B)(6) 2013 and she is doing well. All of her symptoms have resolved. The caller stated that her mother did take other medications but would not disclose that info. She stated it was not the other medications that caused her mother's problems. It was the super poligrip.

Manufacturer narrative:
Super poligrip comfort seal strips are manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).